Manufacturer narrative:
A follow-up report will be submitted upon completion of the invesigation.

Event description:
The customer reported that the device does not recognize the battery.there was no reported patient involvement.